Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement that was confirmed via fluoroscopy but was not captured for some time. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement, which was confirmed via fluoroscopy. This ra lead was replaced with the same model. No additional adverse patient effects were reported.